Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and eleven days post port placement, the patient was primarily diagnosed with skin infection as a result of the defective infected port. Around two days later, the patient underwent removal of the defective infected port. On the same day, through an unknown vein approach, a bard powerport implantable port clearvue 8f was placed in a patient after being diagnosed with breast cancer. Further, there were no reported complications. Therefore, the investigation is confirmed for the reported infection based on medical records. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and eleven days post a port placement via the right internal jugular vein, the patient was allegedly diagnosed with skin infection as a result of the infected port. Reportedly, the infected port was removed and replaced. The current status of the patient is unknown.